Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that one day post a percutaneous coronary angioplasty (pta) and stenting procedure, stent migration occurred. The 80% stenotic lesion was located in the upper right arm, at the site of a graft anastomosis. A 6f sheath was placed and the lesion was dilated with a non-bsc balloon. The 10x20x75/iliac 6f unistep plus wallstent was then successfully deployed. The lesion was then post dilated with the same balloon used for pre-dilation. The duration, atm's and number of inflations is unknown. The following day, it was noted that the shunt was blocked, as confirmed by injection of contrast media into the vessel. It was noted that the stent had migrated. The physician did surgically remove the stent, however, the date of the surgery and the details are not available. The physician feels that the size of the stent or the lesion location could be related to the stent migration. The patient's condition was reported as "fine". Additional information was requested, but not available.